Event description:
Reported event: the doctor failed to fire staples from the device while using it on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor failed to fire staples from the device while using it on a patient.